Manufacturer narrative:
Received 1 silicone catheter with sample port connector. The reported issue was unconfirmed, as the product meets specification. Per visual evaluation, no obstructions were observed along the drainage lumen or the inflation lumen. During functional evaluation, the catheter was capable to draining without any interruptions or difficulties. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that there was no urine flow through the catheter soon after it was inserted into the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no urine flow through the catheter soon after it was inserted into the patient.